Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a symptomatic patient presented in-clinic during follow-up with a device that was post-sensed t-wave oversensing on a ventricular lead. The patient received inappropriate therapy. The oversensing was noted on egm. Low r wave was noted. Device remained implanted.